Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set bag leaked. Additional information received on 26-feb-2019 stated that the issue was with an unknown joey pump set. The joey pump and set were in the patient's backpack and at some point the entire set bag broke. The bag was discarded. The exact item code and lot number is not known.